Event description:
It was reported that during a laparoscopic sleeve procedure, the metal portion of the reloads kept coming off the reloads when the reloads were being removed from the stapler. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: you reported that the metal portion of the "reloads" kept coming off. The quantity involved was reported as "1". Were there other reloads used during the case that had the same issue? If yes, please provide the product codes and provide the number involved. Yes. Gst60g. There were a few. Don't know number. I have sent them all back in.